Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 samples received: there are no samples available. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 936 units of this code-batch. There are no units in our stock. We have not received any sample for analysis. Without any sample we cannot carry out an analysis in order to take a decision. Novosyn biocompatibility has been tested in several experiments. In sensitization and irritation tests the harmlessness of novosyn was proved. A review of the batch manufacturing record shows this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. As stated in the mode of action section in the instructions for use (IFU) of novosyn: "during the use of novosyn® sutures a mild inflammatory reaction may occur, which is typical for an endogenous reaction to a foreign body. As time passes the suture material is encapsulated by fibrous connective tissue. Novosyn® is metabolized to glycolic acid and lactic acid by hydrolysis without causing any enduring change in the region of the wound. About 75% of the original tensile strength remains after 14 days of implantation, about 40-50% after 21 days and about 25% after 28 days. The complete mass absorption of novosyn® takes place at 56-70 days, when the tissue is normally perfused." In addition, in the note/precautionary measures of the IFU also informs: "skin sutures which remain in place longer than 7 days may cause localized irritation and should be snipped off or removed as indicated. Consideration should be taken in the use of absorbable sutures in issues with poor blood supply as suture extrusion and delayed absorption may occur. Subcuticular sutures should be placed as deeply as possible to minimize the erythema and induration normally associated with the absorption process. Usage of novosyn® may not be advised in case of elderly or malnourished or debilitated patients, or in patients suffering from diseases or conditions which delay the wound healing process." Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Anyway, according to the batch manufacturing record review, the involved product complies with our specifications. Therefore, we do not see any manufacturing fault or material defect that could have caused the incidence. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 if additional information is received a follow up report will be submitted.

Event description:
It was reported inflammation near the suture. The reporter indicated that 5-6 weeks post operative from a dermatology facial procedure the patient experienced inflammation near the suture. The suture was used intracutaneous in the face and was not reabsorbed after 5-6 weeks. The surgeon removed the suture. No patient information has been provided. Additional information has been requested, however, not yet received.